Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased pacing impedance and increased capture threshold. The rv lead was capped and replaced on 3 feb 2023. Patient condition was stable.